Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had cluster headaches and neurologic changes. The hcp stated they needed the rep to a do a literature search or talk to someone to see if they had ever had a patient develop cluster headaches and almost seizure type activity after the interstim had been placed. The hcp stated three weeks after implant the patient loves the device for his bowel and incontinence, but he was having loss of arm and leg ability sometimes, as well as drooping of his face and they diagnosed him with cluster headaches with neurologic changes. It was noted everything looked completely normal around the incision sites. It was noted the issue was not resolved at the time of the report. The rep stated surgical intervention did not occur and it was unknown if it was planned. Additional information from the manufacture representative (rep) on june 5th reported they had not been able to get any more information from the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.